Manufacturer narrative:
We received the progav2.0 shuntsystem from bbraun the valve was manufacutured by a qualified employee in august 2017.the deviations during the assembly did not occur. The valve 400395639 was sterilized by miethke and released for shipment after final inpection.the progav 20 valve has a nominal pressure range of 0 to 20 cmws. The valve specifications after final inspections have been passed. The valve was inpected as article fx434t. All parameter with opening pressure, reflex, tightness, adjustability and brake function have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Before the release the progav2.0 was pre-justed to pressure setting % cmh20. We received the shuntsystem in the returnkit. The valve shuntsystem was inserted in an unknown liquid. At the time of the submission the progav 2.0 value was set to pressure range 10cmh20. The first step in our investigation is an optical inspection. The visual inspection showed that the reservoir was filled with bloody fluid. Deformation or other anamalies could not be determine. During the permeability test, the proof that the penetrability of the valve we carried out a penetrability test. The test was carried out a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. First we have proof that the penetrability the complete shuntsystem. The test results that the valve was permeable. We were able to observe that bloody fluid ran down. Adjustment test: our adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 op to 20cmh20 and down again in the same way in steps of 5 cmh20. It was found out that it was possible to adjust the progav2.0 valve into the pressure setting. An adjustment test of the shunt assistant is not applicable because the valve has a fixed pressure level. Baking force and brake function test: to measure the braking force we have investigated the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. However, the measurement of the braking force is inside the tolerance. A braking force and brake function test on the stunt assistant is not applicable, because the valve has a fixed pressure level. Result: first we performed a visual inpections on the progav 2.0. Stuntsystem. The visual onspections showed that the reservoir was filled with bloody fluid. Deformation or other anamalies could not be determine. In the further of investigation we carried out a permeability test. The investigation has resulted that the complete shuntsystem is permeable. We were able to observe that bloody fluid ran. To ensure that the progav2.0 valve is adjustable we tried to djust the valve from 0 cmh20 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. Based on our investigation resultd we can confirm that it was possible to adjust the valve in all pressure settings. We carried out a brake funtion test. The investigation has shown that the brake function is present. Since the stunt assistant is a valve with fixed pressure level, the adjustment test is not applicable. Given the fact that during the treatment with shunts the following complications may arise(as described in the literature) infections blockage caused by proteins and or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Inside the progav2.0 valve we have found substances of blood. Inside the stunt assistant we could find no obvious deposits. Based on our investigation results, we cannot confirm a blockage. However, we suspect that the deposits found in the valve may have caused blockage of the shuntsystem in the past. No further actions are required from our point of view. At the time of distribution there is no failure detectable with the shuntsystem.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) .it was reported by the healthcare professional to the company sales representative "the primary surgery was done (B)(6) 2018. The blockage occurred (B)(6) 2018, next day of the primary surgery, and revision surgery was done."